Manufacturer narrative:
New information added to the following fields: h4. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: oct 06, 2024. Sampling from: suction channel. Cfu: <10cfu. Bacterial identification: pseudomonas aeruginosu & klebsiella pneumoniae. The device was evaluated where the following abnormalities were found that could have led to the reported event; the scope cover was leaking due to deformation, the bending angle did not meet specification due to wear, the scope cover seal had detached and the scope cover itself was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive three times for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.